Manufacturer narrative:
The 30-degree endoscope plus involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus was broken. It would not advance to cannula. The endoscope did break during the procedure, but the patient was not in any danger. The procedure outcome was unknown with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and the complaint was not confirmed by failure analysis. No failure found; customer¿s vision-related complaint lacked sufficient information for analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. Additional observation not reported by site: the endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The probable root cause is typically attributed to use conditions, such as inadvertent collisions with hard surfaces or drop of the scope. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone c near the endoscope housing. The probable root cause is typically attributed to the use conditions, such as improper handling of the cable during use or in reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause is typically attributed to component failure, such as material degradation.